Event description:
Further information received indicates that the device was explanted and replaced due to premature battery depletion.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016. The reported field event of no communication was confirmed in the lab. Upon receipt, the device was unable to communicate with programmer in the lab. Session record data revealed that the cause of the loss of communication was due to premature battery depletion. The cause of the premature battery depletion was due to high current that was present in the electronics module of the device. The high current was isolated to the u4 integrated circuit.

Event description:
Upon follow-up, it was not possible to interrogate the device due to a depleted battery. An eri alert was seen, though a longevity anomaly may be suspected. The device was explanted and replaced. The patient was in stable condition with no adverse consequences. Related MFR# 2938836-2017-12180.